Event description:
Related manufacturer report number: (B)(4). During an in-clinic follow-up, episodes of noise that led to oversensing was detected on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was reproduced. No intervention has been performed at this time. The patient was stable and will continue to be monitored.